Event description:
It was reported that foreign material was observed. A rotapro 1.75mm was selected to treat a lesion in the right coronary artery (rca) to proximal mid rca. Atherectomy was performed without issue. The rotapro 1.75mm was manually inserted and removed without issues normally. The lesion was stented, blood suddenly started to flow from the guiding hub and making it difficult for the device to cross. When the guiding was flushed, a blackish substance came out. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the rotapro atherectomy system. Initial inspection of the device did not identify any of the black substance described in the reported events. The presence of blood within the advancer was noted in accordance with the reported events. The advancer, handshake connections, sheath, coil, burr and annulus were visually inspected. Inspection of the device presented no damage or irregularities beyond the presence of blood. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. Functional testing was performed by connecting the rotapro advancer to the rotapro console. The knob switch was activated, and the device reached and maintained optimal rpm with no resistance or black substance emerging from the device. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that foreign material was observed. A rotapro 1.75mm was selected to treat a lesion in the right coronary artery (rca) to proximal mid rca. Atherectomy was performed without issue. The rotapro 1.75mm was manually inserted and removed without issues normally. The lesion was stented, blood suddenly started to flow from the guiding hub and making it difficult for the device to cross. When the guiding was flushed, a blackish substance came out. No patient complications were reported.